Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/10/2010 and 06/14/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4).

Event description:
Adverse event(s): "cloudy or hazy" (vision, impaired); "dry eyes" (dry eye(s)). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A consumer reported that two to three weeks following bilateral intraocular lens (iol) implant surgeries, her vision became cloudy or hazy. She stated that her surgeon treated her with medication for dry eyes and inserted punctal plugs; but to no avail. She was also seen by a retinal specialist who told her that there have been no significant change since the last exam eight years ago. The consumer stated that her surgeon is "at a loss" as to why she is having these issues. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.